Event description:
Patient's mother reported having difficulties applying the infusion set cannula in the patient. Mother stated the infusion set cannula is leaking during use. Mother reported the infusion device did not alarm during the incident. Mother stated the infusion set cannula causes the patient pain and inflammation around the infusion site; the patient's stomach. Advised mother regarding other available infusion sites. No further information is available. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.